Event description:
Nursing assistant reports while transferring pt, lift sling "popped off" and pt fell to floor landing on head. Range of motion intact to neck, arms and legs. Has 1" x 1" bruised area which is swollen and raised approx 1" at this time. Transferred to chair with full length lift. Ice appied. Loc as per unit for pt. Sling found with with right hook broken (black platsic piece of the sling.)device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, invalid data. Results of evaluation: labeling - incomplete, modification of device - by distributor. Conclusion: device failure directly caused event, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.